Event description:
It was reported an 8f angio-sealed sts device was used to seal the arteriotomy site post percutaneous intervention. Six hours later the patient ambulated to the bathroom with no complaints. A short time later the patient returned to the bathroom, complained of pain and "crashed." Retroperitoneal bleeding was diagnosed and the patient expired. The pathologist explained that the angio-seal was not located anywhere in the arterial branch and careful dissection of the artery revealed no angio-seal. One puncture hole was identified in the common femoral artery and that was identified as the site where blood leaked.